Event description:
It was reported that there were white particles floating in the bladder of a small volume intermate. The device was filled with colistimethate. This was found before patient use. There was no patient involvement. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 9, 2014 through july 14, 2014. The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.